Manufacturer narrative:
.

Event description:
It was reported that via a merlin.net transmission post-paced t wave oversensing was observed. The patient was asymptomatic. Reprogramming changes were recommended. Device remains implanted.